Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 100 mm in diameter and 125 mm in length abdominal aortic aneurysm. The proximal aortic neck was 22 mm in diameter and 48 mm in length. The left common iliac artery was 17 mm in diameter and the right common iliac artery was 16 mm in diameter. The right external iliac artery measured 8 mm in diameter and the left external iliac artery measured 9 mm in diameter. The right internal iliac artery measured 24 mm in diameter and the left internal iliac artery measured 16 mm in diameter. It was reported that one week post index procedure, the patient revisited the facility due to limb occlusion. The occlusion was confirmed in the limb only. Although, a thrombectomy was performed for the treatment, blood flow was unable to be confirmed so a femoral-femoral bypass surgery was performed and the patient recovered. The physician could not determine the cause of the event. No additional clinical sequelae were reported and the patient is fine. The physician commented that since the cause of limb occlusion was unknown, fem-fem bypass surgery was performed. The physician stated that endurant device had no causality with this case.